Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the airway during a bronchoscopy with stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent deployment suture got stuck and the stent could not be fully deployed. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on october 28, 2024. Block d4 (catalog number) was corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the airway during a bronchoscopy with stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent deployment suture got stuck and the stent could not be fully deployed. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. No patient complications were reported as a result of this event. Additional information received on october 28, 2024. It was reported that the stent was to be implanted in the lung due to malignancy. The patient's anatomy was not tortuous.